Event description:
It was reported that the stent had difficulty to remove and a break occurred. The target lesion was located in the highly calcified circumflex. A 2.50 x 12mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. However, during insertion, it was unable to deploy and it was noticed that the delivery system was broken. The patient experienced st-segment elevation. The patient later returned for rotablation with a 1.50 mm rotapro and a 3.00 mm x 48 mm synergy xd was deployed through a guidezilla. The patient fully recovered.

Manufacturer narrative:
Device evaluated by MFR,: synergy xd mr ous 2.50 x 12mm stent delivery system, catheter was returned for analysis. Visual, tactile, microscopic and functional analysis was performed on the device. Multiple kinks were noted along the hypotube shaft, and a break was identified 22cm distal to the distal end of the strain relief. No issues or damages on the shaft polymer extrusion profile. There was no sign of damage, stretching or lifting of the stent struts and no signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. Using an inflation aid, it was attached to the broken section of the hypotube and the balloon was inflated to the rated burst pressure where the stent deployed without issues. No other device issues were identified during returned product analysis.

Event description:
It was reported that the stent had difficulty to remove and a break occurred.the target lesion was located in the highly calcified circumflex. A 2.50 x 12mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. However, during insertion, it was unable to deploy and it was noticed that the delivery system was broken. The patient experienced st-segment elevation. The patient later returned for rotablation with a 1.50 mm rotapro and a 3.00 mm x 48 mm synergy xd was deployed through a guidezilla. The patient fully recovered.